Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the battery to fully deplete and did not charge the pump. The customer's blood glucose level was 600 mg/dl with trace ketones. The customer administered a manual injection. The customer connected the pump to a power source and the pump turned on. Subsequently, a cartridge alarm (alarm 29 - motor cart range low) occurred during the load process. Reportedly, the customer had manual injections available as alternate insulin therapy.